Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform prime, compromised forced sensor system test, excessive no delivery test and occlusion test due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. They were able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.